Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and the lockout mechanism non-functional. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and ratchet pawl spring were found to be out of position; this condition led to the lockout failure.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the second firing, the clips failed to be deployed on the artery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.